Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and decreased sensing on the right ventricular (rv) lead. The physician elected to cap the rv lead and place a leadless pacemaker. The patient condition was not known.